Event description:
Detachment of butterfly needle from hub during use reported report rec'd from abbott international affiliate abbott UK states: "needle became detached from hub, leaving needle in pt." Add'l info rec'd states "broken/detached portion of the needle remained in the pt. The pt later died. The hcp did not think it was necessary to put the pt through the removal since she was dying. Please note pt died of unrelated causes (pneumonia)." No further info was available.